Manufacturer narrative:
According to the hill-rom field investigation, the bed functioned properly. The bed did not have siderail inserts and had not been upgraded with a hbsw kit. The mattress on the bed was an ultra care ii air mattress, which is not a hill rom mattress.

Event description:
Account alleged that the pt was found sitting on the floor with her left arm entrapped through the right foot siderail and her head was entrapped between the right head siderail and the mattress (zone 3). The pt was taken to the ER but could not be revived.